Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluate one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. In addition, performed bicarbonate buffer test and sensor passed with accurate readings.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 157 mg/dl at the time of the call. Customer states the previous box of sensors caused the customer to experience calibration errors. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer sent their sensors back for analysis.